Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple intermittent unexpected resets occurred. Reportedly, the customer loaded a new cartridge and resumed insulin therapy. There was no reported impact to the customer's blood glucose level. Further assistance from tandem technical support was declined by the customer.